Event description:
Procedure type: left hemicolectomy. Pt gender: unk. According to the reporter: the device did not fire anteriorly. A new instrument was used to complete the procedure. Surgery was extended about ten mins as a result. The tissue was healthy, not necrotic and there were no complications to the pt. No pt info was available.